Event description:
A consumer reported poor vision following intraocular lens (iol) implant surgery in her right eye. The surgeon stated there was a biometric calculation error. The consumer underwent a prk procedure which resulted in no improvement. Following the prk procedure, she reports seeing halos and photophobia and states she must be very near the television in order to watch it. The consumer has a history of slight strabismus in 2006, but she did not comply with the physician's instructions to block her eye with an opaque film on her glasses. She states the instructions were too constricting. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information has been requested.